Event description:
A healthcare professional reported that during an endovascular embolization, a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31626346) was impeded in c2 segment of the internal carotid artery and could not advance any more. The doctor removed the microcatheter (mc) from the patient and found the tip of the microcatheter was kinked/bent. The doctor switched on to a new microcatheter to complete the surgery. There was no patient injury reported. Initially, the physician opened the package and took out the microcatheter for inspection and found it in good condition. The microcatheter additional event information received on 29-apr-2026 indicated that the intended procedure was the release of an enterprise second-generation intracranial stent. A guidewire was used in the microcatheter. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.